Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via official documentation by the customer's medtronic representative that the customer was hospitalized in the past year for low blood glucose. The customer could not remember what led to the hospitalization. The customer could only feel a low blood glucose once it descends into the 40 mg/dl and 50 mg/dl range. The customer experienced retinopathy, neuropathy, nephropathy, a left leg amputation, and 4 right toes were amputated. The customer's insulin pump also had issues: cracks in casing, button issues, incomplete bolus deliveries, and having to change the batteries at night to restart the insulin pump. No further details were given, and no products were returned or replaced.